Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test and displacement accuracy test. No unexpected motor alarms, motor anomalies, or absence of alarm anomalies were noted during testing. Audio and vibrate features were toggled on and off and increasing and decreasing volume. Audio and vibrate options were functioning properly during testing. P-cap locked into the reservoir tube successfully. Pump successfully downloaded to thus. No unexpected motor alarms were noted in the history files or traces on the event date. Pump delivered 14 u of bolus on 06-mar-2024. The pump was cut open and found evidence of dried insulin in the motor slide and moisture damage on the pcba 1, pcba 2 and force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, scratched case. Possible over delivery, possible under delivery, and absence of alarm anomaly were not confirmed during testing or in the history files. Pump passed the full drive test. Exposed to moisture damage on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump doesn¿t calculate insulin correctly, insulin pump didn¿t alarm for a low battery alert. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue the use of the device. The insulin pump will not be returned for analysis.